Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing an audible alert from their implantable cardioverter defibrillator (ICD). An interrogation revealed the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) and had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow-up was conducted and there was no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.